Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): defibrillation conductor distorted, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, the physician withdrew the lead through an introducer valve, and after doing so he noted some deformation of the shocking coil. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.